Event description:
During a resuscitation of the pt from cardiac arrest, the external transcutaneous pacemaker was applied. After initially functioning, it signalled "pacer failure." Fortunately, pt had return of pulse at the time of the failure, and the transcutaneous pacemaker was not needed further or replaced. Pt was subsequently stabilized.